Event description:
The manufacturer received information alleging the pressure sensor calibration test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices sensor board was not calibrated causing the pressure sensor calibration test steps to fail on this device. In conclusion, the third-party service technician recalibrated the sensor board to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the handle was replaced for physical damage unrelated to the reportable issue. The power cord clamp was replaced due to it was missing on the device. This is unrelated to the reportable issue. The device passed all final testing.